Manufacturer narrative:
A getinge field service engineer carried out operation inspection after startup, there is a loud noise coming from the exhaust fan area. It was a normal exhaust sound and there was no problem. Inspection has been completed and clinical use has been approved.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp) unit made a loud noise coming from the exhaust fan area after startup. There was no patient involvement reported.